Manufacturer narrative:
No product was returned for evaluation. Should new relevant information .become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose level was 217 mg/dl. A new cartridge was successfully loaded to address the event.